Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device or a picture of the alleged defect was not provided at the time of this report. The device history record (DHR) has been reviewed and no issues or discrepancies were found which could potentially be related to this complaint. The DHR shows that the device was assembled and inspected according to our specifications. Customer complaint cannot be confirmed based only on the information provided. In order to perform a proper and thorough investigation to confirm the alleged malfunction and determine the root cause, it is necessary to evaluate the sample involved in this complaint. If the sample becomes available this report will be updated with the evaluation results.

Event description:
Customer complaint alleges that the "doctor found no mist came out from the small volume nebulizers." Alleged malfunction reported as occurring during a patient use. There was no report of patient harm or necessary medical intervention. It was reported the patient condition is "fine".

Manufacturer narrative:
Qn# (B)(4). The sample was returned for evaluation. A visual exam was performed and it was revealed that residue was sitting on the jet, jar, cap, tubing and mask. Functional testing was performed and the returned tubing was used to connect the nebulizer unit to the air flowmeter. 5cc of water was added to the returned nebulizer unit and tubing was connected to an air flowmeter and the pressure was increased to 8 lpm. It was observed that mist was produced. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned sample. The device functioned as intended.

Event description:
Customer complaint alleges that the "doctor found no mist came out from the small volume nebulizers." Alleged malfunction reported as occurring during a patient use. There was no report of patient harm or necessary medical intervention. It was reported the patient condition is "fine".